Event description:
The customer reported that a "r/l" diagnostic cardiac catheterization was performed on the pt on 4/8/99. On 4/1/99 a pseudoaneurysm was diagnosed by ultrasound. The physician inquired about treatment and whether it was different because a vasoseal was present. Datascope informed the physician to treat the pseudoaneurysm as he normally would. The hosp's ultrasound dept also requested treatment info. Treatment was unsuccessful and surgical repair was required for the pseudoaneurysm. The surgical repair of the pseudoaneurysm was successful.